Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there an intermittent power issue. It was also reported that there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked below the bumper pad. There was evidence of corrosion observed in the battery compartment. The battery cap was not returned. A new test battery cap was able to fully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the investigation. The pump failed a leak test as a result of the battery compartment crack.

Manufacturer narrative:
(B)(4).